Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2009. It was reported that the pt did not feel stimulation. The pt reported that his programmer displayed an error code and then would shut off. A replacement programmer was sent to the pt. No further info is available at this time. This report is being submitted as a precautionary measure as similar alleged events have led to the explant of the ipg.